Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient was on the street and experienced loss of consciousness. At that point, the cgm was reading 110 mg/dl and the blood glucose reading was 40 mg/dl. An ambulance was called by a passer and the patient was taken to the hospital. At the hospital, the patient was treated with glucagon and regained consciousness. After the treatment, the bg reading was 227 mg/dl. After 15 hours the patient was discharged. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.